Manufacturer narrative:
The following fields have new information: b4, g3, g6, h2, h3, h6 (type of investigation, investigation findings, and investigation conclusions), and h11. The suction pump, 2208011, was examined in the specialist department. The suction function is fine, as is the vacuum build-up. According to the examination report, the inside of the socket for the foot switch is not as it should be. The notch is twisted 90°· to the right and broken. It is possible that the foot switch 1 pedal, 2030108, was inserted incorrectly and therefore did not trigger the suction. The cause is due to mechanical overload, probably caused by excessive force being applied during use. The suction pump type 2208011 with the serial number (B)(6), was manufactured on 29th march 2023. No abnormalities were found during production, all devices passed the functional checks. Richard wolf gmbh has received several complaints in the past 2 years. The complaints either show customer faults due to operating error, or sporadic failure or wear and tear outside the warranty period, or damage due to mechanical influences, as well as no functional error on the device. As the review of all available data does not show signs of systematic errors or a trend, no further action is necessary. In our risk analysis e3-1: v00, suction pumps with accessories, manufacturing-related, handling-related and design­related hazards regarding functional impairment as well as risks due to a product that cannot be used were considered with the corresponding extent of damage and the assumed probability of occurrence and assessed with an acceptable risk.

Event description:
According to the information received, the suction pump failed to provide sufficient suction during the morcellation of prostate (holep) procedure. The user reported that there was a 30 minute delay in the procedure. There was no similar back-up device, and the remaining tissues had to be basketed out. The procedure was completed without additional medical treatment. All the other devices used with the suction pump were working properly.